Manufacturer narrative:
Investigation on the returned sensor revealed did not reveal any performance issue.however,the sensor manager software revealed that there had been a led field current disconnection, which triggered the sensor replacement alert. As part of the solution, a return material authorization was issued for a sensor replacement.as part of the resolution, the user received a new sensor. B4.date of this report 26 september 2024. D6b.explanted date updated to (B)(6) 2023. G3. Date received by the manufacturer? 21-august-2024. H3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The RMA was authorized, but was not received. Thus, no confirmation or investigation of the complaint was possible. As part of resolution, the RMA was issued for sensor replacement. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in early sensor removal. The user received the alert on (B)(6)2023. No adverse events were associated with this complaint.